Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue and the issue persisted. There was no adverse impact to the customer's blood glucose level. The pump was replaced for customer satisfaction and the customer continued to use the pump for insulin therapy,